Manufacturer narrative:
It was reported as revision surgery: "dislocation age: 71 gender: male." The actual in-vivo length for the listed item is unknown, as the original surgery date was not provided or could not be established. Item number: unknown. Item description: unknown. Lot number: unknown. Part revision: na. Product type: shoulder. Manufacture date: unknown. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised item was not returned for examination, and the item and/or lot number were not provided. To adequately investigate this event, the part and lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. No information was submitted with this complaint regarding any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time.

Event description:
Dislocation age: 71 gender: male.